Manufacturer narrative:
(B)(4). 1.2 b: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown oxford tibial component; item number: unknown; lot number: unknown. Unknown oxford femoral component; item number: unknown; lot number: unknown. G2: united kingdom. Journal article citation: analysis of correlation between medial joint line change and lower limb coronal alignment after oxford unicompartmental knee arthroplasty. Kung-tseng hung, kuo-yao hsu, chieh-ming cheng, yi-jou chen, chih-hao chiu, yi-shen chan, alvin chao-yu chen, cheng pang yang., et al. (2024). Https://doi.org/10.1016/j.clinsp.2024.100478. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from clinics official scientific journal (2024) that reported a study from taiwan. Lower limb coronal alignment was thought to be a predictive factor for unicompartmental knee arthroplasty (uka) result. The tibial bony resection and implant position lead to joint line change postoperatively. Analysis was done to find out the correlation between these factors. The study reviewed 90 medial oxford uka by a single surgeon between 2019 and 2021. All surgeries were conducted under general anesthesia using the minimally invasive technique with the mobile-bearing medial oxford uka. Both femoral and tibial components were cemented in each case. Uka was indicated for patients with radiographic evidence of anteromedial osteoarthritis. The study population had a mean age of 68.8±7.56 years (range: 50 to 85 years); (number of 27 males/63 females). The average follow-up was 3.3 years (2.5 to 4.4 years). The study reported one patient experienced bearing dislocation at two years post-op, resulting in conversion to tka. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.